Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported the patient's left hip was revised after patient complaint of pain. Originally, surgeon suspected the stem had subsided 8-10mm. However, intra-operatively the stem was not found to be loose. Black debris was found in the hip capsule and down the femur. A debridement was performed. The femoral head was able to be removed by hand and the trunnion of the stem observed to be worn down to a pencil shape. The stem, head and liner were revised (no damage or wear of the liner was noted).

Event description:
It was reported the patient's left hip was revised after patient complaint of pain. Originally, surgeon suspected the stem had subsided 8-10mm. However, intra-operatively the stem was not found to be loose. Black debris was found in the hip capsule and down the femur. A debridement was performed. The femoral head was able to be removed by hand and the trunnion of the stem observed to be worn down to a pencil shape. The stem, head and liner were revised (no damage or wear of the liner was noted). Update: mps confirmed "the liner was not replaced".

Manufacturer narrative:
Reported event: an event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: the device was returned for evaluation. Damage was observed on the head taper. This damage was consistent with the interaction between the head taper and stem trunnion. Black debris was observed on the articulating surface and taper of the head. Material evaluation was completed and indicated the following comments: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of CAPA. No further material analyses were performed. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.